Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of peritoneal cloudy effluent in a patient coincident with dianeal pd4 therapy. On an unreported date, the patient experienced peritoneal cloudy effluent. Remedial therapies rendered were not reported. The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is undetermined.